Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she wanted to check her insulin pump to make sure everything was working. Her blood glucose was recently 400 mg/dl and she had low blood glucose 7 months before the call due to missed bolus in pump history. Customer also indicated that she received a low battery alert and a no delivery alarm. Troubleshooting found that the customer's drive support cap was normal and that the pump appeared to be working as designed. Customer indicated that she had already spoken with her doctor regarding the high and low blood glucose. Troubleshooting advised customer to monitor pump and to call if problems persist.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.